Event description:
It was reported that patient presented for scheduled leadless pacemaker implant procedure. During procedure, it was noted that right ventricular leadless pacemaker (rvlp) was unable to be released from the delivery catheter. The ralp was ultimately not used and replaced with the new device. Patient condition was stable.

Manufacturer narrative:
Reported event of separation failure was not confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.